Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a uvc catheter. The catheter is not showing up on x-ray film.

Manufacturer narrative:
An investigation is currently underway. Any conclusive results will be forwarded. Additional lot # 0408322